Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was placed in a male patient on (B)(6) 2010 for chemotherapy. The floor nurse complained that the line was occluded and would not flush. The peripherally inserted central catheter (PICC) nurse came into check the line. He attempted to flush the line using a 3 pulse technique. It only took a couple of attempts of pulse flushing and the white lumen ruptured. As a result, the PICC was removed and another catheter was placed in the opposite arm. There is a tear in the catheter from the hub down approximately 1 cm. Additional information received stated that the "pulse method" is "push-pause-push".